Manufacturer narrative:
A hinge pin on distal end of the jaws is missing. We estimate the piece to be .2 mm and suspect it might have been flushed out during irrigation. Hospital has not provided add'l info.